Manufacturer narrative:
At around 6:50 on the 16th, the patient had ventricular tachycardia, and in order to defibrillate, he pressed the charge button on the main unit in the manual defibrillation mode of dfm100, but could not charge. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device shock not delivery during clinical use. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.